Event description:
The pt stated his infusion device is displaying 04 (occlusion) error during a bolus. He stated his blood glucose was elevated before he received the occlusion error and he was able to bolus 4 units. His normal blood glucose range is 100-140 mg/dl. The pt was instructed to remove the insulin cartridge and piston rod and to perform a prime. The pump gave the occlusion error. The pt was advised to change the batteries and the pump gave the occlusion error. The infusion device will be replaced. The pt does not have a backup infusion device and will be switching to injections until his replacement infusion device arrives. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.